Event description:
Surgeon attempted to perform maze procedure. Once handpiece was plugged into atricure machine, an error message recommending to change the handpiece was displayed on the message display on atricure machine. A second handpiece was obtained and plugged into the same machine. A similar error message was displayed. At that time a second atricure machine was brought into the room and the initial handpiece was plugged into the new machine. At this time the surgeon was able to proceed with the maze procedure.